Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: mechanical (g04) - femur. Ryota, m., yasushi, g., toshitaka, f., hirohito, a., yasuo, k. (2025) a case of aseptic loosening after total knee replacement with porous-coated mega prosthesis despite progression of extra bone growth elsevier, 20(4), 1900-1903. Https://doi.org/10.1016/j.radcr.2025.01.019.

Event description:
It was reported that a patient is experiencing femoral loosening and pain approximately one year post implantation. Xrays showed radiolucent lined between the formed bone and collar of the femoral component. Patient was offered a revision but has declined due to her advanced age. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: slight pain one-year post-op in distal thigh when using stairs. X-ray showed radiolucent line between the formed bone and collar of the femoral component. Seven years post-op patient reports mild pain in the femur. X-ray shows loosening and sinking of the femoral component with radiolucent lines between femoral cortex and surface of the stem and collar. The patient denied revision due to age. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is confirmed based on the journal article only involving one patient. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.